Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and motor position encoder error. Customer's blood glucose level was unknown. Customer stated insulin pump was not exposed to a high magnetic field. Customer advised the pump will need to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.